Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue carefusion screen. The remote support service (rss) session kept dropping, and rss could not connect remotely to the station. A field service engineer logged into the machine in support mode, installed rss manually, rebooted the machine, and tested the drawers using the hardware testing application (hta) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E1: facility name: the university of kansas health system st francis campus

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was stuck on a blue carefusion screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.